Manufacturer narrative:
Inspected j2 connector on lcd and no unlock keypad connector. Unit received with intermittent button response due to flattened up and creased button dome switch and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive. Customer indicated that the act button and the arrow button are very hard to press. Customer does not recall any significant events leading to the error. Customer's blood glucose was 97 mg/dl at the time of incident. Troubleshooting was done for keypad but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.